Event description:
The customer reported the system stopped producing x-rays when moved from ap to lateral position. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage cable, interconnect cable and lemo connector. The system operates as intended.